Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary probs") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, vaginal infection, bladder disorder, urinary tract disorder, hormone level abnormal, weight increased and psychological trauma outcome was unknown. The reporter considered bladder disorder, fallopian tube perforation, hormone level abnormal, psychological trauma, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: patient did not receive treatment for events, unable to afford surgery for essure removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: previously reported event "injury" was updated to "psych injury", "migration/ fallopian tubes perforation, bladder probs., urinary probs., vag. Infect, hormonal changes, weight gain and plaintiff did not undergo confirmation test". Case upgraded to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.